Event description:
Three catheters were received damaged. The catheters were crushed about 2-3" back from the tip.

Manufacturer narrative:
Add'l catalog # 10512m, lot # f13034, expiration date: 03/2011; manufacture date: 03/03/2008. Technical evaluation: the catheters have a kink about 5-7 cm from the tip. Conclusion: this damage was probably caused during transit. The DHR's of these manufacturing lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l12987) and sub-assembly pn 0918-04/a (lot# l12827). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12987) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The DHR review of sub-assembly pn0918-04/a lot# l12827) indicated that 100% inspection of the devices resulted in (B)(4) rejects. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.